Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received motor error alarms during priming, and unexpected restart alarms during battery changes. It was reported that the unexpected restart alarms have been resetting the customer's time and date. The customer's blood glucose level was reported to be unknown. The customer's most current level was reported to be 149.4m/dl. Troubleshoot was reported to be conducted, and the drive support cap was noted to be lop-sided. It was reported that the pump would be replaced and returned for analysis.